Event description:
During an atrial fibrillation procedure, an air leak occurred. An agilis 13fr sheath was flushed appropriately and introduced into the patient for left atrial access. While advancing the non-abbott pfa catheter through the agilis 13fr sheath system, air bubbles were noted in the sheath. The introducer was removed from the patient and flushed. The issue occurred again when the non -abbott pfa catheter was reinserted. The introducer was replaced which resolved the issue. There were no patient consequences.

Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6 one 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. Tearing was also noted on both sides of the face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the face seal tear is unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.